Manufacturer narrative:
(B)(4). The customer reported that the device failed to boot up. The main splash screen freezes. Philips repair bench evaluated the device and confirmed the reported complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. There was no reported pt involvement. We will consider this a malfunction of the processor pca that caused the device to fail to complete the boot process.

Event description:
The customer reports the device fails to boot up. The main splash screen freezes.